Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The guardians noticed a decline in the recipient's hearing performance with the device after a head trauma. After one month of observation, the hearing did not improve. The recipient was re-implanted with a new device with shorter electrode length (+compressed array).

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. In addition, an incomplete insertion was achieved at initial implantation with 5 electrodes being extra-cochlear. The problems given in the recipient report appear to match the damage found. This is the final report.

Event description:
The guardians noticed a decline in the recipient's hearing performance with the device after a head trauma. After one month of observation, the hearing did not improve. The recipient was re-implanted with a new device with shorter electrode length (+compressed array).